Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" ; although specific value was not provided. Suspected cause was due to having a basal rate that was too low. Elevated bg was addressed by a correction bolus via the pump. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.